Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what were the indications for surgery? Rectum cancer. What surgical procedure was being performed? Low anterior resection. What healthcare professional fired the device and what is his/her experience with the device? Yes, absolutely (senior gastro surgeon). Where in the green gap setting scale was the indicator located prior to firing? Yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Always, yes. Was the device difficult to close? No . Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. The donuts were perfect. Also the air leak test was ok. Was a complete washer transection confirmed? Yes. How was the leak identified? At the one day after the operation. What was observed at the anterior side of the anastomosis during reoperation? The staple line of our ils was broken. Were there any issues noted with staple formation at any point throughout the care of the patient? No. How was the leak addressed? Abdominal pain, patient´s weakness. Were there any patient factors that may have contributed to the leak? Unknown. What is the current status of the patient? Alive.

Event description:
It was reported that following an unknown procedure, it has happened anastomosis leak with our cdh29a. They had tested the anastomosis at the end of the operation and it seemed to be well. The leak happened the next day from the operation at the anterior side of the anastomosis. Patient consequence description: the new operation and spending the time in the intensive care. Patient is still alive.